Manufacturer narrative:
The device was received with unresponsive act button due to flattened dome. The keypad connector was inspected and no anomalies noted. The pump was received with missing end cap sticker. The pump was received with minor scratches on lcd window. The pump was received with cracked case at reservoir tube window corners and case at display window corners.

Event description:
The customer reported via phone call of issues with the customer's act button was unresponsive. It was reported that the customer's pup would be replaced and returned for analysis.